Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device had a tear in the hose near the foot pedal was confirmed. An assessment was performed and it was observed that the device had a hole in the hose near the muffler, the device runs in the safety position, and it was also observed that the device was running at 65,730 rpm which is below the operational specifications (75,000 rpm). During repair it was observed that the locking components were damaged causing the device to run in the safety position (device has been power broken), and the vanes were worn out causing the low rpm. It was determined that the condition of the hole in the hose near the muffler is was due to an assembly tooling issue. This issue has been captured in a CAPA. It was determined that the cause of the locking components (power broken) being damaged was due to trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running. The assignable root cause of this condition was determined to be user error. It was further determined that the assignable root cause of the worn out vanes was due to component damage caused from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during routine testing, it was observed that the motor device had a tear in the hose near the foot pedal. During in house engineering evaluation, it was observed that the device locking components were damaged causing the device to run in the safety position (device has been power broken), also the vanes were worn out causing the low rotations per minute (rpm). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.